Manufacturer narrative:
Approximate age of device ¿ 4 years 2 months. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2014. It was reported that interrogation of the patient's lvad system noted the driveline faults alarms in the history file. The patient was asymptomatic. The healthcare professionals cleared the alarm but it reoccurred. On (B)(6) 2018, the manufacturer's technical services representatives performed the external driveline replacement. Driveline testing passed immediately after the repair; however, the driveline fault alarm recurred. Another external replacement of the driveline was performed on (B)(6) 2018 but the driveline fault alarms did not resolve. A pump exchange was subsequently performed on (B)(6) 2018. No additional information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a potentially compromised driveline can be confirmed based on the evaluation of (B)(4). The pump was returned assembled with the driveline cut approximately 13¿ from the pump body and a severed portion of driveline, measuring approximately 23¿, was returned. Continuity testing was performed, and high resistance measurements were noted on the yellow wire adjacent to the pump housing. Manipulation of the yellow wire was able to induce an open circuit. The shielding and bionate were removed from the returned driveline and it was observed that the manipulation of the yellow wire adjacent to the pump housing caused elongation of the insulation, suggesting that the inner conductors were completely severed in this location despite the insulation remaining intact. The damage appeared consistent with fatigue failure due to repetitive flexing of the driveline. The heartmate ii operates on a three-phase motor, where each phase is powered by two redundant wires. The pocket controller monitors the current in each redundant wire pair to detect open circuit conditions. If the damaged inner conductors of the yellow wire caused an open circuit condition, it would have been detected by the pocket controller when comparing wire currents, which could have resulted in the driveline fault and associated yellow wrench advisory alarms observed in the submitted log files. Visual inspection of the underlying driveline wires revealed breaches in the insulation of the yellow and green wires near the nipple housing and approximately 10¿ from the pump body, respectively. The remainder of the driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation and a breach in the insulation of the black wire, approximately 10¿ from the pump body, was identified. The conductors of the yellow, green, and black wires were exposed, which appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wires would have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the mpu or power module. The disruptions in the wires would have also affected wire phases a and b and could have interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a functional issue. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. No anomalies were noted. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
Incidental finding: damage to the silicone sleeve was observed underneath a prior rescue tape repair. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern.